Event description:
It was reported that the patient programmer was displaying a ¿call your doctor¿ icon and an out of regulation (oor) condition. The patient had gone to check the implantable neurostimulator (ins) on (B)(6) prior to the date of this report and had seen the oor message. (B)(6) had been the first time the patient had used the programmer in about a week and a half. The patient was doing fine, on the left side he could go up to 6v but had it at 5.5 and he never touches the right side. The patient had called his healthcare professional when the message was seen but had not heard further from the healthcare professional. The patient was unable to adjust stimulation. The ins was functioning fine per healthcare professional¿s evaluation but the patient programmer had been showing oor since (B)(6) 2015. The patient was unable to turn stimulation up using the patient programmer and neither was the healthcare professional. Impedances were evaluated and had appeared to have spiked on the left side since (B)(6) prior to the date of this report. Patient¿s programmed values were 5.5ma, 185hz, 60 usec and 2.5, 185hz, and 60usec for the other side. Impedance values from the date of this report on the left side were c/0-3619, c/1-1304, c/2-2734, c/3-1304, 0/1-3842, 0/2-6321, 0/3-4084, 1/2-3208, 1/3-2098 and 2/3-3188. For the right side they were c/8-1626, c/9-1564, c/10-1143, c/11-1626, 8/9-1831, 8/10-1903, 8/11-2495, 9/10-1502, 9/11-2192 and 10/11-1564. Therapy impedance for the left was xxx xxx and right subthalamic nucleus was 963 ohms 2.483ma. On (B)(6) left side impedance had been c/0-1589, c/1-1221, c/2-1259, c/3-1332, 0/1-2246, 0/2-2474, 0/3-2391, 1/2-1912, 1/3-2151 and 2/3-2051. No outcome or intervention was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received reported the patient programmer was the component involved in the event. The patient was no longer able to change programs or amplitude. Reprogramming was required. The cause of the event was not determined. The patient had recovered without permanent impairment. The patient was still having concerns with their device or therapy but was working with their healthcare professional or manufacturing representative. The patient had had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0jqge, implanted: (B)(6) 2014, product type: lead product ID: 3389s-40, lot# va0kswz, implanted: (B)(6) 2014, product type: lead product ID: 37642, serial# (B)(4), product type: programmer, patient product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).